Manufacturer narrative:
The insulin pump was received with constant force sensor calibration values corrupted alarm problem isolated to the mother board. Analysis was unable to verify motor error alarm due to constant force sensor calibration values corrupted alarm noted. The pump was received with scratched lcd window. The insulin pump received with cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had force sensor calibration values corrupted alarm and motor error alarm. The blood glucose at the time of the incident was 224 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.